Event description:
Home patient reports multiple incidents of incomplete priming of the patient line of the homechoice cassette. Although noted prior to connection, the hp reportedly continued with therapy and air was infused. No patient injury or medical intervention reported per hp. Follow up with hp's nurse, indicated the hp has complained of jaw and shoulder pain, however, rn has attributed these sysmtpoms to the hp's cardiac status.